Event description:
The facility reports the patient was being transferred to their push-walking wheelchair. The patient was in the sling at its highest position when the patient slimped forward and the hoist tipped over and the patient fell. No injuries were reported.